Event description:
Performing a vacuum assisted vaginal delivery. During vacuum application, the hand on the kiwi vacuum broke. We were unable to release the suction of the vacuum after the handle broke. The pressure release button no longer operated. We had to cut the cable from the handle to the vacuum to release the suction.